Event description:
It was reported that the patient experienced syncope and the right ventricular (rv) lead had no capture at 7.5 volts at 0.5 milliseconds. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).